Event description:
"On (B)(6) 2025, chest x-ray and echocardiography revealed that the catheter had broken into two pieces, with the free part migrating to the right chambers of the heart (implantation date: on (B)(6) 2024). On (B)(6) 2025, endovascular removal of part of the venous port system was performed, followed by complete removal of the port system in the second stage."

Manufacturer narrative:
Note: product reference: 4433842 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite babyport s reference 4433842 from batch: 36958991. Device history record: batch record number: 36958991 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on this batch released in february 2020. Summary of investigations: the device involved in this complaint was not yet returned for investigation. 3 x-ray pictures and pictures of the explanted device were transmitted for review. Information review: the device was implanted during more than one year via the right jugular vein. X-ray pictures review: 3 x-ray pictures were received. These images were taken when the incident was detected. We can see the access port housing and the catheter implanted via the right jugular vein. A rupture in the catheter trajectory is visible at the level of its entrance in the jugular vein. Pictures review: we received pictures of the explanted device. The catheter is ruptured in two segments. One segment is the proximal part which is still connected to the access port with its connection ring. The other segment is the distal extremity which has migrated into the heart. The rupture occurred between the graduation 13 and 14. However, we are not able to clearly see the rupture facies due to picture resolution or any detail that can help to determine the root cause of the catheter rupture. Complaints database review: the complaint database was verified: no increasing trend for this type of incident was highlighted. Raw material historical review: the batch records of catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy was observed. The raw material used for catheters' manufacturing was also compliant upon receipt. Manufacturing process review: visual inspections and dimensional inspections are performed during our manufacturing process. No discrepancy in our manufacturing process that could lead to this type of defect was observed. Visual inspection of the returned device: we received for investigation the access port housing from batch: 36958991. A ~7.5cm long piece of catheter is connected to the access port housing with a connection ring. A ~13cm long piece of catheter is received apart. Both extremities match together. Microscopic inspection: the examination of the rupture facies under binocular magnifier allows to see that the catheter rupture facies is partially rough and partially shinny. Dimensional measures: the inner and outer diameters of the catheter were verified and are compliant with the defined specifications. Resistance test of the catheter: a pull test was performed on the received catheter to verify it resistance to traction. The results are compliant with the defined specifications. Root cause: the received x-ray pictures allow to confirm the catheter rupture at the entrance in the jugular vein. The catheter rupture facies partially rough and partially shinny is characteristic of catheter erosion due to an acute angle or a kink. It is thus highly suspected that a kink or an acute angle in the catheter trajectory have led to its rupture. However, only the examination of the x-ray picture taken before the rupture event could allow us to conclude on the real cause of this incident. IFU specifies several recommendations to avoid this type of complication. Conclusion: no manufacturing defect was detected on the returned sample. The received elements allow to hypothesis that the catheter rupture results from an acute angle or a kink in the catheter trajectory. This type of incident is well known and documented in the literature following access port implantation. Such event remains rare, no corrective action is envisaged for the moment.

Manufacturer narrative:
Note: product reference 4433842 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite babyport s reference 4433842 from batch 36958991. Device history record batch record number 36958991 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on this batch released in february 2020. Summary of investigations the device involved in this complaint was not yet returned for investigation. 3 x-ray pictures and pictures of the explanted device were transmitted for review. Information review: the device was implanted during more than one year via the right jugular vein. X-ray pictures review: 3 x-ray pictures were received. These images were taken when the incident was detected. We can see the access port housing and the catheter implanted via the right jugular vein. A rupture in the catheter trajectory is visible at the level of its entrance in the jugular vein. Pictures review: we received pictures of the explanted device. The catheter is ruptured in two segments. One segment is the proximal part which is still connected to the access port with its connection ring. The other segment is the distal extremity which has migrated into the heart. The rupture occurred between the graduation 13 and 14. However, we are not able to clearly see the rupture facies due to picture resolution or any detail that can help to determine the root cause of the catheter rupture. Complaints database review: the complaint database was verified: no increasing trend for this type of incident was highlighted. Raw material historical review: the batch records of catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy was observed. The raw material used for catheters' manufacturing was also compliant upon receipt. Manufacturing process review: visual inspections and dimensional inspections are performed during our manufacturing process. No discrepancy in our manufacturing process that could lead to this type of defect was observed. Root cause: the received x-ray pictures allow to confirm the catheter rupture at the entrance in the jugular vein. We can hypothesis that a kink or an acute angle in the catheter trajectory might have led to its rupture. However, only the examination of the device involved in this complaint and x-ray picture taken before the rupture event could allow us to conclude on the real cause of this incident. IFU specifies several recommandations to avoid this type of complication. Conclusion: without the complaint sample and x-ray picture taken before the rupture event, it is not possible to determine the exact root cause of this incident. However, the batch history review did not actually reveal any failure during the manufacturing process. If further elements become available in the future, we will reopen this complaint for further investigations. This type of incident is well known and documented in the literature following access port implantation. Such event remains rare; no corrective action is envisaged for the moment.

Event description:
"On (B)(6) 2025, chest x-ray and echocardiography revealed that the catheter had broken into two pieces, with the free part migrating to the right chambers of the heart (implantation date: (B)(6) 2024). On (B)(6) 2025, endovascular removal of part of the venous port system was performed, followed by complete removal of the port system in the second stage."